Event description:
It was reported that the patient was admitted to the hospital with cellulitis over the area of the pump and spreading along the path of the catheter. Patient was recently implanted. Per reporter the patient was put on antibiotics, the cultures were negative and his white blood count was normal. Additional information has been requested, but it was not available at the time of this report.

Manufacturer narrative:
Catheter: model: 8780, serial# (B)(4), implanted: (B)(4) 2013, explanted: unk. (B)(4).

Event description:
Additional information: the pump was used to deliver lioresal.